Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent to an independent laboratory for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Two (2) colony forming units (cfus) of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided their cleaning, disinfection, and sterilization process. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The channels are also flushed. The detergent used for pre-cleaning is aniosyme x3. The automated endoscope reprocessor (aer) used is a soluscope series 4, utilizing anios cln detergent and anios paa disinfectant. Scopes are stored horizontally. Olympus is the maintenance company for the scope. The aer was also tested for microbiological contamination; however, the test results were not provided. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for greater than 100 colony forming units (cfu) of bacillus spp. Mesophiles. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third party testing, the device evaluation and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus. Sampling from: all channels. Cfu: 2cfu. Bacterial identification: gram positive bacteria. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few non-reportable defects were observed during the inspection of the device. However, these defects alone are not considered severe enough to cause a potential adverse event. The non-reportable issues noted during the inspections are as follows: insertion part (distal end) plastic distal end cover (c-cover) insulation < threshold; insertion part (distal end) light guide rod lens (3x) cracked; bending section cover (a-rubber) glue worn out; control unit (scope body) damaged; control unit (scope cover) cracked; switch section (switch box unit) cracked; switch section (key top 1) pin hole; universal cord buckles; less angulation ; biopsy channel exchange as preventive maintenance, all channels are clean and free from foreign material (failed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes information added to device available for evaluation, device evaluated by maunufaturer and device manufacture date. Olympus will continue to monitor field performance for this device.